Event description:
An attempt was made to use an admiral xtreme pta balloon catheter; however, it was reported that a pinhole was noted on the balloon of the admiral xtreme device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4 : eval: results: (root cause of the event cannot be confirmed based on info available). Eval, conclusion: no conclusion can be drawn (root cause of the event cannot be confirmed based on info available).